Event description:
It was reported that during a pulse generator upgrade procedure, the ventricular lead exhibited insulation abrasion. The lead was explanted and replaced. The patient was in stable condition.